Event description:
It was reported that the device reached elective replacement indication but had "rapid" depletion between 2.9v and 2.61v in 6 months. It was also noted an alert was triggered. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indication but had "rapid" depletion between 2.9v and 2.61v in 6 months. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed. The device projected to last 45% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.